Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds during the implant procedure. When the physician attempted to reposition the lead, they encountered a strong resistance whilst removing the lead from the myocardium and could not unscrew the lead out. The lead was explanted using considerable force and replaced. After removal, the lead body was confirmed to be twisted and bent due to the great force and excessive counterclockwise rotations required to remove the lead. No patient complications have been reported as a result of this event.